Event description:
The customer's mother stated that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 35 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer's mother stated that the insulin pump was making a noise when delivering boluses. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.